Manufacturer narrative:
(B) (4): eval results: calcified, funnel shaped aortic neck, tight aortic bifurcation, calcified iliac arteries. Arterial trauma/dissection/perforation. Eval conclusions: calcified, funnel shaped aortic neck, tight aortic bifurcation, calcified iliac arteries.

Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a 6 cm abdominal aortic aneurysm. The aortic neck was 20 mm long. It was 20 mm in diameter proximally and in the middle, it went to 24.4 mm just proximal to the aneurysm sac. The aortic bifurcation was tight measuring 26 mm in diameter and the iliac arteries and the aortic neck were severely calcified. It was reported that the bifurcated stent graft delivery system was attempted to be inserted through one side and then from the other side and both were unsuccessful. The vessels were dilated with dilators and further attempts to insert the device caused it to buckle and led to torn femoral arteries bilaterally. Another talent device was selected and the physician had to push very hard to get the device in. The stent graft was deployed at the intended location. There was a proximal type 1 endoleak that was ballooned multiple times; however, it had not resolve (see MFR# 2953200-2010-01147). The decision was made to not further intervene. Attention was drawn to the torn femoral arteries, which were surgically repaired by replacing them with dacron grafts that were sewn in with end to end anastamosis. No additional clinical sequelae reported, and the pt tolerated the procedure. The delivery system was discarded after the procedure.